Manufacturer narrative:
Additional information: please reference related manufacturer report no: 2015691-2014-02027.

Event description:
During a tf tavr procedure, an lv perforation occurred and required surgical repair. Post balloon aortic valvuloplasty, following the insertion of a novaflex+ (nf+) delivery system (ds) and 23mm sapien xt valve, the patient¿s st segment changed and her blood pressure (bp) dropped. A large pericardial effusion was noted and the patient¿s systolic bp was 30mmhg. A pericardial window was attempted, but could not be performed due to the volume of blood. A full sternotomy was performed. The patient was placed on bypass and the left ventricle (lv) was repaired using pledgets and sutures. The ds and valve remained in the aorta during the ventricle repair. Following the lv repair, the valve was successfully deployed, resulting in trace paravalvular leak (pvl) and no central aortic insufficiency (cai). The patient¿s chest was closed and the patient was transferred in stable condition. The patient was transfused with 8 units of packed red blood cells during the procedure. It was perceived that the extra stiff wire likely caused the lv perforation.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the ventricular perforation is unknown. It is perceived that the extra stiff wire caused the perforation, however the time of occurrence cannot be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.